Manufacturer narrative:
The field service engineer (fse) could not determine a cause for the issue. Mechanical adjustments were checked. Instrument performance and precision testing were completed and passed. The customer ran calibration and qc which were within specification. Calibration signals were lower than expected. Qc was acceptable. The customer spun the sample for 5 minutes at 4100 rpm. Based on the type of sample tube the customer uses, the centrifugation time may be too short and the speed may be too high. Abnormal probe sucking errors were observed on the alarm trace suggesting an issue with sample quality. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t gen 5 stat) on a cobas 6000 e 601 module. The patient was initially tested on (B)(6) 2019 with a result of 1153 ng/l. On (B)(6) 2019 a new sample was obtained and the result was 6.00 ng/l with a data flag. This result was reported outside of the laboratory where it was questioned by the physician since it was significantly lower than the day before. No patient treatment was provided or withheld based on the low result. A new sample was obtained and the result was 1227 ng/l. This result was believed to be correct. On (B)(6) 2019 the 1st sample from (B)(6) 2019 was repeated on a different e601 module with a result of 1204 ng/l. The patient passed away on an unknown date. The cause of death was not provided. The patient's diagnosis in the hospital was chest pain with non-st elevation myocardial infarction. The low troponin t stat result was questioned by the doctor and no treatment was provided or withheld based on the low result. The information provided does not reasonably suggest that the device caused or contributed to the adverse event. The troponin t gen 5 stat reagent lot number was 381542 with an expiration date of 31-may-2020.